Manufacturer narrative:
Dealer writes in his incident report that motor band was replaced at customer on service call on 4/7/06. Motorband disengaged from motor on 3/30/06. Dealer found that motor band was not wrapped properly around the axles. When motorband is not wrapped properly around the axles, this will most likely result in the motor band disengaging from motor.

Event description:
Replacement motorband disengaged from motor and pt fell to the floor.